Event description:
It was reported by service report that the fowler release handle was cracked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler handle.